Event description:
Complaint originated via (B)(6) comment. Customer claims to be new user of flosser products. Customer stated in phone call: front-of-tooth filling dislodged during first use attempt at low pressure (using jt-360). The customer claims the filling was installed in (B)(6) 2019. Customer accepts explanation "this happening has not been found to occur with flosser products when used on otherwise healthy teeth/fillings" and doesn't believe the device is defective, but feels this would not have happened if she were not using the product. Customer stated waterpik should "do the right thing and pay for filling replacement." Refund and product return requested. Customer refused upgrade.